Event description:
The tip of the needle broke off. Customer reports the tip was not retrieved and no x-rays were taken. No further consequences reported with the patient as a result of event. This device is used for treatment.

Manufacturer narrative:
Lot number was not provided, therefore, device history could not be reviewed and date of manufacturing not determined. Product history revealed that broken needles (not at weld) will typically occur if; the user applies excessive force while trying to pass the needle through too much tissue and/or the device tip unexpectedly strikes the patient's bone (acromion); and/or the needle is passed through the instrument excessively to the extreme it breaks. However, since the device was not returned for evaluation, such determinations can not be confirmed.